Event description:
It has been reported to philips that the azurion 7 b20 system experienced a wireless footswitch issue. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. As the information collected, the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Wired footswitch or hand switch can still be used when available. Philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Philips has confirmed that the reported failure is due to a connectivity issue. Philips has initiated a medical device correction/field safety corrective action by providing customers with a field safety notice (2022-igt-bst-011). To resolve the issue, rse updated the software. After the software update, system was returned to good working condition. The codes were updated based on the investigation outcome.